Event description:
Related to MFR report # 2183959-2012-00756. It was reported that the plaintiff was implanted with an ams elevate posterior graft. It was alleged by the plaintiff's attorney that "as a result of having the products implanted in her, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.